Event description:
It was reported that during a lap bullectomy, the cartridge came off before firing though it was loaded into an instrument properly. It did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results showed that one device was returned with no visual non-conformances and fully loaded with staples. The reload was tested for functionality with a test device and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.